Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead: (B)(6) 2010. 6984m adaptor: (B)(6) 2010. 5071 implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient and physician questioned the longevity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.